Event description:
It was reported that during follow up it was discovered that the device battery had remaining estimated longevity <0.5 years which was less than the promised longevity. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies found.

Event description:
It was reported that during follow up, it was discovered that the device battery had remaining estimated longevity <0.5 years which was less than the promised longevity. Therefore, the device was removed and replaced with a new device. It was also reported that the product gave a wrong remaining longevity when the calculation changes from a coulomb to impedance trend calculation. No patient complications have been reported as a result of this event.